Manufacturer narrative:
Event conclusion: a thorough device evaluation will be completed upon receipt in our reliability assurance laboratory.

Event description:
Event description: boston scientific received information that the patient with this pacemaker had passed away in 2006 for an unspecified reason. The explanted device was returned to the hospital where device interrogation revealed that elective replacement time (ert) was declared four days later. This pacemaker is included within a subset of devices in a safety advisory notice which may effect the communication and or pacing functions of the device. The health care professional expressed concern regarding earlier than expected battery depletion as the device outputs were programmed low and normal battery measurements were reported in february 2006. Additionally, there was no evidence of an elective replacement near (ern) indicator.